Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from the same lot. All available information was investigated and a definitive cause for the reported difficult to remove the gripper line cover/sleeve (polyamide tubing) and the reported knot in the gripper line could not be determined. The difficulty to remove the gripper line appears to be the cascading effect of the observed knot. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult gripper line removal. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed in a2/p2. After placement of the clip, the gripper line cap was removed. Resistance was felt when removing the gripper line cover/sleeve. A kink/knot was observed on the gripper line and the gripper line got stuck in the handle. The entire cds was pulled back in a different direction, and the gripper line was able to be removed. The clip was deployed, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.